Event description:
The 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.